Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2011. Later the patient experienced mesh erosion, pain and possible mesh perforation. On (B)(6) 2012, patient underwent surgery to remove aris mesh, patient continues to experience pain,urinary incontinence and loss of ability to perform sexually.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.